Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. The f-38 alarm occurred during functional testing. The cause of the f-38 alarm was determined to be inoperative force sensing resistors. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have experienced the f-38 alarm. No additional information is available.